Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/06/2015 with the following findings: a review of the pump¿s black box history showed that unexplainable power reboots were recorded. Visual inspection revealed that the battery compartment was cracked from the threads to the cover. No battery cap or cartridge cap was returned with the pump. Test battery and cartridge caps were used to complete all testing. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no evidence of moisture or damage to the power circuit was found. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.